Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6f sheath. Reportedly, the suture was not attached to the needle when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, the initial reported cuff miss was referring to a suture break. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. In this case, it appears an excess pull or the posterior needle may not have fully ejected from the foot/shank due to vessel interaction. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Corrections: h6 - medical device problem code: code 1142 was removed and code 1562 was added.